Event description:
Information was received that the cadd extension set had medical fluid leaked from the filter. No reported adverse effects.

Manufacturer narrative:
One cadd extension set was returned for evaluation. Upon visual inspection, no discrepencies were found. A leak test was performed on the device and a leak was noted to be observed from the air vent of the filter. The customer's reported complaint was confirmed.